Event description:
The impedance machine would not function, and registered nurse (rn) did not have a replacement machine to use, so the impedance catheter was not placed as planned. Vendor was called to let them know that the machine needs repaired.